Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. The tip cover accessory was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the tip cover accessory to fall.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory slipped off of the monopolar curved scissors (mcs) instrument. The customer suggested x-ray contrast stripes would be helpful to remove the tip cover accessory from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 12/4/2019 and obtained the following additional information: the tip cover accessory of the mcs fell inside the patient and was retrieved during the same procedure. There was no patient injury. The procedure was completed robotically with no further complications.